Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of the ability to perform sexually. In (B)(6) 2021, the patient was experiencing or had experienced mesh exposure and rectocele, underwent excision of the exposed vaginal mesh, and removal of the perforated mid urethral sling.